Event description:
It was reported that the ilet user received an alert to enter blood glucose or connect a cgm sensor, and the user then applied and paired a dexcom g7 with guidance from support; education and troubleshooting were completed, and the user was advised to allow time for sensor warm-up. Symptoms included no reported adverse clinical effects, with a self-reported blood glucose of 298 mg/dl and the user feeling well. Outcomes included no medical care, no hospitalization, and continued device use after pairing the new sensor. Investigation included user support troubleshooting, education on sensor application and pairing, and confirmation of cgm setup steps to address reported cgm signal loss. Investigation of this case revealed a cgm communication or pairing issue consistent with cgm signal loss that was resolved through correct sensor application and device pairing; the ilet controller and cgm hardware were not reported to have component failures. It was concluded, based on previously established findings for similar reports, that user-related setup factors and cgm connectivity contributed to the event and were mitigated through education and proper pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.